Event description:
It was reported that when the catheter touched saline during preparation for use, the coating at the distal end turned a strange color, became grainy and started to disintegrate. No attempt was made to use the catheter. A second catheter was selected for the procedure and did not have the same issue. There was no patient involvement.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that there was a visual observation on the catheter. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter shaft crumbled and peeled away at the distal end of the catheter. If information is provided in the future, a supplemental report will be issued.